Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a distributor that the fuses of the device burned during the procedure, after replacing the fuses of the device with original fuses, the device was still not working. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On follow up, it was confirmed that during a thyroidectomy procedure, the device did not turn on not starting or no power. The hcp also noted that the device was connected normally to a power supply plug inside the operating theater. There was no procedure delay and a back up device was used.

Manufacturer narrative:
Analysis found that the fuses were not situated properly into the fuse box.the fuses was situated correctly. The box was replaced. The device was successfully tested according to service repair instructions. (B)(4) no longer apply. If information is provided in the future, a supplemental report will be issued.